Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions). Getinge field service engineer (fse) the iabp failed the pre-use inspection test. The equipment and fault code records were checked on-site at the hospital to confirm the fault reported by the customer. The drive manifold and muffler were replaced and the equipment passed the pre-use inspection. The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.

Event description:
N/a.

Event description:
It was reported that during a routine inspection, the cardiosave intra-aortic balloon pump (iabp) unit failed to work after a high temperature alarm. There was no counterpulsation pressure and it could not be used. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 site name: (B)(6) hospital.